Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. This case is being submitted as the result of a retrospective review. Additional information, including patient medical history, post primary and pre revision x-rays, reason for revision and the explants have been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of this investigation. The appropriate device details were provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA and these devices are no longer available to any market.

Event description:
Cormet revision after approximately 6 years, the reason for revision is unknown.

Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. Additional information was requested in order to progress with this investigation, however, they were not provided. The relevant device manufacturing records were identified and reviewed and it was confirmed that the parts conformed to specification at the time of manufacture. At this time it cannot be determined if these devices may have caused or contributed to the patient's experience. Corin considers this case closed but can be re-opened should further information be provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 6 years. Reason for revision not provided.